Event description:
Patient reported left side "did not feel right and felt funny, and experienced twinges here and there," pain, "cannot lift her left arm anymore," "left breast feels swollen, painful like there is pressure inside especially on top on the side, and is noticeably thicker and warm as if inflamed." Healthcare professional later reported capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.